Event description:
Related manufacturing ref: 3005334138-2023-00265. Upon removal of the hemostasis introducer, the valve to the introducer did not seal close as expected which allowed bleeding from the introducer. The hemostasis introducer was immediately exchanged for a second introducer of the same model and lot. The second introducer valve would not seal either, allowing for bleeding. The second sheath was then exchanged for a non abbott introducer.